Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2023, and confirmed that this device was not previously returned for servicing and that there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had broken. A field service engineer found a broken bearing cage on the full-height drawer 4, which had also cut the sensor cable. The rails and sensor were replaced. The drawer was restored to full functionality, passed the hardware test application (hta) test, and the customer inventory was completed successfully. The system functioned as intended after the field service engineer repaired the device.